Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility conducted microbiological culture tests on the subject device and the test results were positive three times. First result: 36cfu /100ml of microorganisms were detected from the subject device and micrococcus sp and coagulase-negative staphylococci were identified on (B)(6) 2017. Second result: more than 150cfu /100ml of microorganisms were detected from the subject device and stenotrophomonas maltophilia was identified on (B)(6) 2017. Third result: 37cfu /100ml of microorganisms were detected from the subject device and coagulase-negative staphylococci, bacillus sp and micrococcus sp were identified on (B)(6) 2017. The subject device had been disinfected with none-olympus automated endoscope reprocessor (adaptascope) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the channels of the subject device tested positive for the following bacteria. The instrument channel: ochrobactrum anthropi and coagulase negative staphylococci (28 cfu / 100ml). The suction channel: bacillus spp.mesophiles (3cfu / 100ml). The air/water channel: coagulase negative staphylococci (5 cfu / 100ml). The elevator channel: micrococcaceae and coagulase negative staphylococci (15 cfu / 100ml). According to the repair history of the subject device, all channels of the subject device have been replaced in july 2016. Therefore, no technical reason could be explained for the cause of the remaining of the bacteria. Thus, additional microbiological testing following reprocessing was conducted at the third party laboratory again. In the additional test, the testing indicated no microbial growth for the subject device. The testing result cleared (B)(4) guideline.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".